Event description:
Customer reported a cartridge alarm, and blood glucose level was displayed as "high," with no specific value provided. There was no adverse impact to the customer's blood glucose level according to the report. The customer had already received a replacement pump in a previous case and was instructed to switch to the new pump.